Event description:
The customer reported that she was hospitalized back in (B)(6). Customer stated that she thought that she was having a heart attack. Customer stated that she experienced high blood glucose and was unable to bring them down. Customer then called 911. Customer stated that it happened on (B)(6). Customer was asked to record the incident but declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-71352.